Event description:
During a colonscopy procedure the physician used a wilson-cook triclip endoscopic clipping device, to control a post polypectomy bleed. After closing on the tissue site, the clip would not release from the clip deployment device. Wire cutters were used to remove the handle from the tripclip, leaving the remainder of the device extending from the pt's rectum. The following day the physician advanced an endoscope beside the clip deployment device into the pt's colon. After manipulation, the clip released on the tissue site. The device was removed from the pt. Post procedure the pt's condition was reported as good.